Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to a third-party service center for evaluation. During evaluation of the device no foam particle were noted in the airpath, yet foam degradation was noted. The device's sound abatement foam needs to be replaced to address the issue. Additionally, the service technician also noted error codes e062(stuck_ramp_key), e065(e65 stuck_encoder_a) and e066(e66 stuck_encoder_b). The device was scrapped by the service center after the evaluation was completed.